Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead displayed shock impedance >125 ohms consistently for one year. Technical services discussed they cannot rule out a fractured lead vs a loose connection and suggested getting an x-ray. No adverse patient effects have been reported. Additional information became available as this noncompliant patient is being seen for a kidney issue, this lead impedance measurements are still showing greater than 125 ohms. The boston scientific sales representative (sr) reported that the daily measurements have been turned off for this patient. The lead remains in service. To date, no adverse patient effects have been reported.

Event description:
Additional information became available that this patient had defibrillation testing done that did not convert this patient. This lead also showed low shock impedance measurements of less than 20 ohms during a commanded shock. During the commanded shock testing, a shorted lead condition was noted.

Event description:
Additional information became available that this device and right ventricular (rv) lead have been explanted and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
The patient was hospitalized for a non-device related condition. A lead revision will take place when the condition is resolved. Until then, the patient will be observed via telemetry. All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available the event will be updated. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
The device system remains implanted to date.